Event description:
It was reported that a patient underwent a right elbow arthroplasty approximately 17 years ago. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason. The surgeon has indicated that the patient may have polyethylene wear; however, this is unconfirmed until the revision occurs. Further, x-rays received indicate there is a bone fracture. Attempts have been made and there is no further information at this time.

Manufacturer narrative:
(B)(4). D10 - medical product: catalog #: 32810506302, interchangeable ulnar assembly, lot # 60640263 catalog #: 32810502501, pin/bushing replacement kit small/regular, lot # 60640090 h3: customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2024-00379, 0001822565-2024-00381 h3 other text : remains implanted

Event description:
It was further reported that the patient had a revision approximately 3 weeks ago due to loosening. The patient experienced pain and range of motion issues. No poly wear detected and no acute incident.

Manufacturer narrative:
(B)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Updated: b4, b5, b6, d2, d4 (exp date), e1, g3, h1, h2, h3, h4, h6, h10. Proposed code: mechanical (g04)- stem. The event of bone fracture has been confirmed through the provided x-rays. However, the events for loosening, range of motion issues, and pain are unable to be confirmed. Radiographs were provided and identified the following: right total elbow arthroplasty with comminuted fractures involving the distal humerus and proximal ulna also with large joint effusion, soft tissue swelling and screw fragments noted both anteriorly and posteriorly. Screws are not visually consistent with the pins associated with this implant system. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.